Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, gel is not migrating post centrifugation. This was seen with 120 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 16-feb-2026. Investigation summary: bd received 100 samples and 3 photos for investigation. The photos were reviewed and show multiple tubes with poor barrier separation. Out of the 100 samples submitted, 30 were visually inspected for gel defects and additive abnormality, and none failed for either issue. Complaints for sample quality were not under statistical control for the month of january 2026, however, further clinical testing could not be performed as the samples were expired at the time of review. Clinical testing can not be performed on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, gel is not migrating post centrifugation. This was seen with 120 tubes. No adverse impact was reported regarding the patient or user.